Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One microez microintroducer kit was returned for evaluation. An initial visual observation showed the kit packaging was returned open and all of the kit components were found within. No use residue was observed on the returned samples. The distal end of the guidewire within its plastic hoop was found to be damaged and bent over itself. No breaks were found in the guidewire during tactile evaluation. A microscopic observation revealed many bends and kinks in the coiled wire of the guidewire at its distal end. While the exact cause of the damaged guidewire could not be determined, possible causes include damage during packaging, handling, or use. A lot history review (lhr) of recw0561 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that once opened in the process of catheter placement for this patient, the guide wire was found bent, unusable. (B)(6) 2021 returned guidewire was kinked.